Event description:
The hcp reports the patient experienced "2 episodes of apparent spontaneous overdose, about 4 episodes of apparent spontaneous baclofen withdrawal". The device was explanted and returned to the MFR for analysis. Additional information will be sent as it becomes available.